Event description:
The pt called lifescan and alleged the one touch ultra meter was reading inaccurately high. It is unclear why the pt had been in the hospital prior to the call. The medical affairs specialist unsuccessfully attempted to call the pt to verify the information. The pt had not experienced high or low blood glucose symptoms, a medical professional was contacted for advice, and no treatment was given. The customer care representative attempted to perform troubleshooting; the pt did not have control solution. The pt reported blood glucose results of 152 mg/dl with a lifescan meter and 74 mg/dl on a laboratory device, performed within 10 mintues of each other. Between the tests there was no intervention that would be expected to change the blood glucose. Based on statistical methodology, the calculated difference of these glucose results exceeds lifescan's criteria for accuracy, thereby indicating a potential malfunction of the meter in terms of accuracy.